Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 -07.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This did not resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk, race- unk, ethnicity- unk, this product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
Reported as problem not resolved. Correct to problem resolved. Claim# (B)(4).